Manufacturer narrative:
(B)(6). Will not be returned to manufacturer.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 362 mg/dl (advantage (B)(4)) and 126 mg/dl (advantage (B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has strips from any of the events. Replacement was sent.